Event description:
It was reported that the right atrial (ra) lead was dislodged. An x-ray was performed and confirmed the dislodgement. The ra lead was successfully repositioned to resolve the event. The patient was stable.